Event description:
It was reported that the customer experienced a severe hypoglycemic event while using the ilet system, and the healthcare provider was considering discontinuation of ilet use; no alerts or alarms were reported. Symptoms included severe hypoglycemia. Outcomes included no reported hospitalization or long-term disability. Investigation included collection of additional information from the customer to clarify circumstances surrounding the event. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device alarms reported and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.